Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris¿ secondary sets experienced tubing separation, and leakage. The following information was provided by the initial reporter: saline line priming: the device came apart at the drip chamber and saline leaked on the floor. No reported patient injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. H6: investigation summary: the customer reported that the sample separated at the drip chamber and returned three unused, representative samples. The three samples all matched the reported material and lot numbers. The three samples did not show any failures and were not able to verify the complaint. We are not able to definitively find the root cause without an observed failure, however the root cause is this case is likely insufficient solvent applied to the drip chamber junction. There is an ongoing effort to address an issue with these sets and that junction. Device history record review for model 11448964 lot number 22059332 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 4 bd alaris¿ secondary sets experienced tubing separation, and leakage. The following information was provided by the initial reporter: saline line priming: the device came apart at the drip chamber and saline leaked on the floor. No reported patient injury.